Event description:
It was reported that the customer was testing at breakfast and had a blood glucose level of 479 mg/dl. Customer had symptoms of frequent urination. Customer treated for high blood glucose level with pump. Customer had been running high for the last 24 hours. Customer had been sick with bronchitis for a week. Customer does not believe that her illness was causing her high blood glucose level. Customer gave herself a bolus. Troubleshooting was performed and pump passed priming and high pressure tests. Customer was advised that the pump was working as designed. Customer mentioned that the cannula was bent. Customer changed the insertion set 4 times within the last 24 hours. Three out of the 4 times, the customer had a slightly angled cannula. Customer treated with a syringe and inserted the quick set properly. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.